Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.